Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch down cable to be broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist of the instrument were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting da vinci surgical procedure, it was observed that the tips on the small grasping retractor instrument was not moving correctly. It was not opening and closing. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.